Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Customer changed supplies to address issue. Additionally, it was reported that the customer experienced a blood glucose (bg) level ranging from 133 mg/dl to over 600 mg/dl; cause was unknown. Customer administered a manual injection and changed supplies to address bg.